Event description:
Patient report rupture, experiencing pain, breast is swollen, solid to touch, siting higher and burning sensation. Patient has further reported capsular contracture (unknown baker grade) diagnosed by ultrasound. This relates to the left device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, experiencing pain, breast is swollen, solid to touch, siting higher and burning sensation.

Event description:
Patient report rupture, experiencing pain, breast is swollen, solid to touch, siting higher and burning sensation. This relates to the left device. Device remains implanted.